Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed through product analysis testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02754. It was reported one of the patient's leads had migrated. The physician explanted and replaced the lead on (B)(6) 2013. The patient reported effective stimulation therapy postoperative. As the affected device is unknown, both of the patient's leads are being reported.